Event description:
The consumer reported the implantable neurostimulator (ins) battery was dead/not working since (B)(6) 2016. Troubleshooting already performed involved the caller increasing stimulation from 3.1 to 5.1 or 5.2. The patient was not feeling stimulation. It was reviewed if the caller could adjust stimulation, the implant battery was not dead. It was noted the device was not working. Additional information received 4 days later via the consumer reported the patient was not aware of any circumstances that may have led to the device not working as it simply just stopped working. It was noted the patient's issues has not resolved and she needed to know who can reprogram the device. A little over 2 weeks from the initial report date, the consumer reported the therapy was not working for her and wanted reprogramming help. The patient was to follow-up with their physician. She was not sure of the cause. Troubleshooting was previously done with no resolve. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.